Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports that a leak occurred during the first 15 min of the pt's treatment. This was the 7th use for this bloodline. The pt lost approx 50cc of blood from the leak at the connection of the pump segment to pump adapter. The treatment was completed without further incident with a new line. The pt remained stable throughout and no intervention was required. The line is available for eval. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.